Event description:
Caller reported blood glucose results of 108 mg/dl on aviva system, 54 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(4) is aviva system, medwatch with (B)(4) is compact plus system.